Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. Per imaging and in-situ measurement review, there is electrode buckling, with contacts 7 and 3 close to each other, and 4 to 6 in the middle of the loop. According to information received, there was resistance met during insertion due to ossification , which appears to be the reason for the electrode buckling. The reported lack of benefit is likely related to unrelated medical reasons (i.e. Acoustic neuroma removal). Additionally, facial nerve stimulation was mentioned, which is a known undesired side effect of cochlear implantation. Further in situ measurements showed two channels involved in a short circuit likely related to the electrode buckling. This is a final report.

Event description:
Several programming changes were made, however the user was only able to hear a faint "beep" on only electrode 8 during measurement, but nothing when going live. There was also facial nerve stimulation. Later imaging revealed a buckling of the electrode array in the apex of the cochlea. It was initially planned for the user to return to the audiologist for further programming. However, the user has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Several programming changes were made, however the user was only able to hear a faint "beep" on only electrode 8 during measurement, but nothing when going live. There was also facial nerve stimulation. Later imaging revealed a buckling of the electrode array in the apex of the cochlea. It was initially planned for the user to return to the audiologist for further programming. As per additional information, the user has been explanted on (B)(6) 2025 and reimplanted with a new device.